Event description:
Boston scientific received information that during an implant, a competitor's right atrial (ra) lead was not able to be fully inserted into the ra port of this pacemaker. Troubleshooting was completed, but the lead would still not fit into the atrial port of this device. The physician requested a different pacemaker and the competitor's lead was inserted without difficulty. The field representative was going to return this device for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined under high power microscope, seal plugs and adhesive appeared normal and seal appears to be intact. The device was checked with an is-1 lead and the fit was normal. Device tip & ring setblocks were checked with pin gauges and exceeded is-1 specifications. There was cross threading damage to the atrium ring setscrew thread; no damage was noted with any of the other setscrews. There was no thread debris in any of the seal plug cavities or thread area. Each setscrew was inspected and found to be operating normally the pacing and sensing functions of the device were verified per automated testing. Observations from the field were not able to be confirmed with testing.